Event description:
Information received later indicated that patient was still having concerns regarding their device or therapy but was working with the manufacturer representative. It was reported later on the day of this report that patient¿s therapy was not doing good and not helping like supposed to. It was indicated that the patient could not set it right to help her. It was indicated that the patient was drugged up too much and gave her only 5 min to explain how the programmer (pp) was working. She indicated that she did not get enough training. Caller reports programmer training was ineffective because patient was still under the effects of anesthesia.

Manufacturer narrative:
Product ID 3093-28, lot# va0fuda, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a loss of therapeutic effect from their implantable neurostimulator (ins). The patient stated that the therapy was not working when they went back to work and got up on their feet about 3 weeks post implant. It was noted that they therapy did work in the morning but in the afternoon the urine "just runs out" of them. The patient did feel the stimulation from the device. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that since implant the patient was having leakage and not feeling stimulation. The patient was implanted the day prior to the report and since then was ¿dribbling a little.¿ the patient stated that the manufacturer representative ¿went over things,¿ but she did not understand and the hospital was in a hurry to go through things. The patient noted that it was really bad that the representative talked to her when she was groggy and the hospital was rushing the representative. The patient did not understand the instructions because, there was too much going on around her. The patient tried to use the programmer for the first time ¿last night¿ and did not know what to do. The patient tried synching during the report and was at 0.6 on program 1 and saw the lightning bolt. The patient increased to 0.7 and thought she needed to feel stimulation all the time. The patient mentioned that she was a ¿really bad case,¿ so thought she was going to need a high setting. The patient stated that she was very active along with her job that included bending. The patient intended to see if she got less ¿dribble.¿ about two and a half weeks later it was reported that the patient had an overstimulation sensation. The patient felt irritation in her vagina and bladder as well as a painful, uncomfortable sensation. The patient could not feel stimulation since implant, so she had to turn it up to feel it. However, when the patient turned it up she felt this uncomfortable, painful sensation. The first time, the patient noticed it was painful was ¿about two weeks ago.¿ the patient was worried that it might be painful when she went back to work and would be on her feet. The patient noted that when she turned stimulation down it still helped with urinary symptoms, but she ¿dribbled a little bit more.¿ the patient was assisted in changing from program 1 at 2.8 volts to program 2 at 1.2 volts. The patient felt stimulation and it felt better. The patient stated that so far the therapy was not too bad. The patient also mentioned that she was given a lot of antibiotics in the last month or so. The patient was having a urinary tract infection (uti). The patient was also given antibiotics when she first had the trial. When the patient went back to the healthcare provider (hcp) they gave her antibiotics again. The patient went to the hcp ¿last week and the hcp gave her yeast infection, hcp was afraid she got too much antibiotics.¿ at the time of the report the patient had gotten better. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had a loss of therapeutic effect. The patient's symptoms were getting worse and worse and they had left messages for their manufacturer representative. This had been going on for months and the patient saw their manufacturer representative and they just couldn't get it right. The patient was still leaking for several months and they first notified their manufacturer representative of the problem way back a couple of months ago. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received later the patient was a "(B)(6)" and wanted representative not to give up on the patient but continue helping the patient. The patient believed that the device was not working every time she was on her feet, patient had "500,000 stimulation related" complaints that it was not working. It was noted that patient next appointment was scheduled for (B)(6) 2014.

Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. It was also reported that the patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient was working on getting it better and was waiting for their hcp's response of talking to the manufacturer representative.